Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one. The patient was connected at the time of the alarm. The luer transfer set became disconnected from the homechoice cassette while the patient was sleeping. The technical service representative (tsr) had the patient cycle power on the homechoice to clear the alarm and set up with all new supplies. The tsr reviewed proper procedures with the patient as per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.